Manufacturer narrative:
(B)(4)

Event description:
Procedure type: anterior cervical discectomy and fusion. According to the reporter: three screws broke 1-year post-operatively. Reportedly, the patient is doing fine. No additional information was received regarding this incident.